Manufacturer narrative:
Philips service replaced the power supply of the c-arc angulation and rotation motors and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry restarts during c-arc angulation/rotation on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.